Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified common femoral artery was attempted with a prostyle device using the pre-close technique via a 14f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, resistance was noted during insertion possibly due to scar tissue and calcification of the access site. During deployment, a cuff miss occurred. The posterior foot was observed to be missing when the device was removed. The missing foot plate could not be located; however, it could not be seen inside patient anatomy through fluoroscopy. The sutures of two new prostyle devices were successfully pre-placed. The use of the 14f sheath was continued and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported foot separation was confirmed. The reported cuff miss could not be tested due to device components not returned the reported difficulty to insert could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labelingd9, h3: the device was previously reported as discarded; however, it was returned for analysis. H6: type of investigation code 4115 was removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.